Event description:
Report 3 of 3. It was reported that while using vial surepath collection kit 500, one vial containing patient sample had a broken cap. No patient impact reported. "Vials with broken caps. The hpv area has been sending the vials already broken or too tight, which causes the instruments to abort the runs on certain occasions. Patient identifier: (B)(6)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the customer complaint is for vials with broken caps for material 491452 lot 3012247. The investigation consisted of a review of the device history record from production, retain analysis, customer return analysis and related customer complaint trending. The review of the manufacturing batch record for material 491452 lot 3012247 identified that it was complete and accurate with no indication of any issues or abnormal activities during the production of the lot. There were zero defects observed during the inspection of the caps used in the production of material 491452 lot 3012247. A visual retain analysis was performed on one clamshell ((B)(4)) from item 491452 lot 3012247. The complaint mode was not identified during retain analysis. A returned sample was not available so no formal inspection could be performed. However, pictures were provided that show the cracked cap. Therefore, the complaint is confirmed. A 12-month complaint review for the defect mode of cracked cap and empty vial was performed and identified previous complaints for the item number but no previous complaints for the lot number. Bd performs regular trending and as of this time the threshold for a corrective and preventative action (CAPA) has not been reached. Bd will continue to monitor and evaluate trends.

Event description:
Report 3 of 3. It was reported that while using vial surepath collection kit 500, one vial containing patient sample had a broken cap. No patient impact reported. "Vials with broken caps. The hpv area has been sending the vials already broken or too tight, which causes the instruments to abort the runs on certain occasions. Patient identifier: (B)(6)."